Event description:
Boston scientific received information that this right ventricular (rv) lead was displaying noise being oversensed resulting in non-sustained ventricular tachycardia (vt) episodes. A lead revision was performed in which, an insulation break was observed just distal to the yolk with a piece of insulation missing. The lead was capped and replaced successfully with a non boston scientific lead. There were no adverse patient effects.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.